Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The customer reported an inability to deliver cardioversion shocks because the pro-padz radiolucent liquid gel electrodes would not adequately adhere to the patient's skin. The electrodes, defibrillator, and device logs were not returned for evaluation. Review of manufacturing and quality records for the reported electrode lot (4125a) found no anomalies, and all in-process inspections, defibrillation testing, leak testing, visual inspections, and adhesion testing met acceptance criteria. The instructions for use provide guidance regarding proper skin preparation, electrode application, and storage conditions to maintain electrode integrity. Because the electrodes involved in the event were not available for examination, the cause of the reported adhesion issue could not be determined. No product deficiency was identified during the investigation, and the complaint was closed as no fault found. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.